Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for the last 3 weeks on the third day of use of the supplies (cartridge/tubing/site), the user experiences elevated blood glucose (bg) levels ranging from high 200's (mg/dl) to low 300's (mg/dl). Reportedly, the user believes the bg level is due to absorption issues on the 3rd day of use with the supplies. The user addressed bg levels by changing the supplies, delivering a bolus, or administering a manual injection.